Manufacturer narrative:
The device was not returned. Production records were reviewed. There were no nonconformities noted with the lot during production. All finished goods testing requirements were met prior to release. There was no evidence that the device failed to meet specifications and the report could not substantiated. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees has cause or contributed to the event described in the report. Riverpoint medical filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by FDA.

Event description:
According to the reporter: " 1.4mm hard bone drill bit, broke off inside the acetabular rim during a hip arthroscopy surgery, surgeon made the decision to leave a bit of the drill in the bone to not cause more damage to the bone. The surgeon stated the bone was very hard and that is why it most likely happened."